Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was not responding. The customer's blood glucose value was 112 mg/dl. Customer stated act button not responding. The customer was advised that the insulin pump will need to be replaced. The customer was asked to discontinue use of the insulin pump and revert to backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act button response due to corroded keypad traces.